Event description:
Doctor was using the sureform stapler 60 on the stomach resection. During three separate times, the stapler failed to reach the complete distance that was required to complete the staple line. New staple loads were opened each time, and eventually a new stapler.